Manufacturer narrative:
Pump received with high idle current due to open lcd driver on lcd board. No unexpected failed battery test alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that customer received a failed battery test. Customer's blood glucose level at the time 145mg/dl. Advised to discontinue use of the insulin pump. No additional info was provided.